Manufacturer narrative:
D10: (B)(6)2019. H10: the returned device was received on(B)(6) 2019. The complaint of a particulate found within the fluid path on the returned set can be confirmed. As received there were white particulates found inside the fluid path of the drip chamber. An ftir was done on the particulate found and no significant correlations were found. The probable cause and origin of the particulate are unknown. A device history review (DHR) was completed for the reported lot and no discrepancies or non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
No additional information is available at this time.

Event description:
It was reported that during priming foreign particles were found in the device's chamber. There was no patient harm reported. No additional information is available.